Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge, model 1mtec30, was faulty because the lens wouldn't pass through correctly which damaged the lens. The surgeon had to use a new one. The product was returned and the tip was damaged. No further information was provided.

Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues were detected inside the cartridge. Visual inspection at 10x microscope magnification showed a crack defect was observed at the cartridge tip section. Based on the evidence observed, the condition of the unit was consistent with a cartridge that has been damaged by the contact of the metal rod tip from the handpiece tool during surgical process. The rod tip protruded through the cartridge tube creating ¿cartridge cracked" (shaped hole). The reported issues as ¿cartridge tip cracked or damaged¿ were confirmed in the returned sample. Manufacturing records were reviewed and the cartridge was manufactured according to specification. No non-conforming reports, discrepancies, and deviations for similar issues were found during the manufacturing record review. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, analysis of the returned product, historical complaint review, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.